Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charger of the toothbrush exploded...cable of the charger turned out to be burned - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that the charger of the oral-b braun type 3758 exploded, the cable of the charger turned out to be burned. No injury was reported. Follow up: toothbrush box was not kept.

Event description:
Charger of the toothbrush exploded...cable of the charger turned out to be burned - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that the charger of the oral-b braun type 3758 exploded, the cable of the charger turned out to be burned. No injury was reported. Follow up: batch lot no. Added, german noted updated. Follow up: maltese product notes updated.

Manufacturer narrative:
15-aug-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Charger of the toothbrush exploded...cable of the charger turned out to be burned - oral-b [device catching fire] case narrative: consumer via e-mail stated that the charger of the oral-b braun type 3758 exploded, the cable of the charger turned out to be burned. No injury was reported. Follow up: batch lot no. Added, german noted updated.